Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/29/2015. The fse did not observe an active leak, however he found dry residue at the mix chamber. He found a small crack which had caused the leak in the mix chamber. He replaced the mix chamber to address the crack. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 3 ml from a coulter lh 780 hematology analyzer while performing shutdown. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer reported that she was not wearing personal protective equipment at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.